Event description:
The customer reported that there was a fatal error during fluoro. There was intermittent fluoro control failure. No pt injury was reported.

Manufacturer narrative:
The ge service rep diagnosed in debug log files gib and ffb nodes disconnecting. They found a gib an ffb ps1 +5 volts measurement low. The rep adjusted the ps1 +5 volts on mainframe within specification. He performed several fluoro shots and tested good. The system operates as intended.